Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove the aus. The incontinence was attributed to urethral atrophy. No further patient complications were reported.

Manufacturer narrative:
B3: event date is unknown, approximate date used. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Atrophy and urinary incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of atrophy and urinary incontinence are a known risks associated with this device type and indicated as such in the instructions for use.